Event description:
Customer reportedly took 40 units of humulin at 11:00pm. Customer was experiencing hypoglycemic symptoms at 2:00am, but tested 157mg/dl on the device. Customer was unable to self treat, therefore, husband gave her food and drink to elevate her blood glucose. No more tests were performed until 8:00am when customer tested 94mg/dl. No quality controls were used. Requested return of suspect device and replacement was sent.